Event description:
It was reported that a percutaneous coronary intervention was performed to treat a heavily calcified and moderately tortuous 100%-stenosed lesion in the right coronary artery (rca) segment #1 for a patient who developed acute coronary syndrome (acs). An unspecified 6fr al1.0 guiding catheter was used for engaging, and an unspecified guide wire was used for lesion crossing attempt but failed. An asahi caravel mc microcatheter was used with an unspecified guide wire to successfully cross the lesion. Then, the caravel mc microcatheter was removed by inserting a kusabi catheter exchange catheter (kaneka) and inflating to fix the concomitant guide wire in place. After pre-dilatation was performed with a 3.0mm x 15mm unspecified balloon catheter, an intravascular ultrasound (ivus) device was inserted to observe inside the vessel but could not be inserted as expected due to calcium. An unspecified guide extension catheter was uses to advance the ivus device for successful observation. When additional dilatation was attempted with a 3.5mm x 15mm unspecified balloon catheter, an additional marker-like object was observed under x-ray. It was revealed that the tip of the subject caravel mc microcatheter was detached. Removal of the catheter fragment was attempted with a snare; however, removal of the fragment was considered impossible due to calcification. The fragment was pressed against the vessel wall with a stent, and the procedure was stopped at that point.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. While the reported caravel mc microcatheter is currently marketed in the us under the model number crv135-19p and the brand name caravel, the subject device is marketed in some areas outside the us under the model number: crv135-19m and the brand name caravel mc. Investigation result: the reported caravel mc microcatheter was returned for investigation. The distal tip segment of the returned caravel mc microcatheter was found torn off. At the torn end of the microcatheter, the braids' ends were coming out and traces of ductile fracture of the tip polymer and inner jacket were observed. Measurement of the returned caravel mc microcatheter suggested that the tip segment, which is originally 5mm in length, had been torn off at approximately 2mm from the tip end, specifically between the polymer-only segment and the polymer-and-braid tube segment. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information, including how the "marker-like object" was observed, and the investigation outcome, it was presumed that excessive tension generated with withdrawal attempts might have been locally applied to the tip segment of the subject sasuke catheter while the distal segment of the catheter was press-fixed by the inflated balloon segment of the kusabi balloon catheter. Consequently, the distal tip segment of the catheter was detached. Although it was concluded that the reported event was not attributed to product quality, it was concluded that stenting the catheter fragment against the vessel wall was considered a reportable additional treatment. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] ~ do not use this microcatheter in advanced calcified lesion. [Warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ separation.